Event description:
The customer reported that the therapy port was not latching securely.

Manufacturer narrative:
(B)(4). The customer reported that the therapy port was not latching securely. There was no report of pt impact or involvement. The customer localized the issue to the therapy port connector. Based on the customer's report, we are considering this a malfunction of the therapy port connector.